Event description:
The following was reported by the patient: ccpd, four fills, fill volume 2000ml, last fill 0 ml, total volume 8000ml. After the patient completed her treatment on the cycler she did a manual drain of 1500ml. The last drain of 2162 plus the manual drain of 1500 equals a total drain volume of 3662 ml. A drain volume of 3662ml is 183% over the expected drain volume. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A large intra-peritoneal drain volume occurred in drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of the plant's investigation.